Event description:
It was reported that during a scheduled follow-up, failure to sense was noted. The left ventricular lead was explanted and replaced, and the right ventricular lead was repositioned. No patient complications have been reported as a result of this event.